Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec and original maxell battery voltage was measured at 3.000 v. Did observe battery icon and booklet icon while strip was inserted. E-14 error displayed. However, uom was selectable and was received at mg/dl. Corrupt data was observed in the error log. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported that their freestyle meter displayed an error 14 message. The meter was returned and, through the course of testing, the meter was discovered to have suffered the memory overwrite malfunction on 21 nov 06. There was no report of death, serious injury or mistreatment.